Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The button on the right side in the middle of the pump was not moving. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring= black. Customer complained on (B)(4) 2021 the center select button and right arrow button are not functioning properly. Device passed self test and displacement test. Center select button and right arrow button and all other buttons function properly however, moisture damage was noted on keypad traces. Device passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Center select button and right arrow button and all other buttons function properly however, moisture damage was noted on keypad traces.